Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed "pacer fault 123", "pacer fault 124" and an invalid pacer fault message. Complainant indicated that there was no pt involvement in the reported malfunction.